Manufacturer narrative:
This is a final report. Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt's device was explanted in 2008 due to a device extrusion caused by an infection. Information on reimplantation was not provided.